Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days after the implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7082515/7082583.

Event description:
It was reported that all components were explanted due to patients loss of stimulation and difficulty charging the ipg. The explanted devices were discarded per hospital policy.